Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU nurse needs to start a new therapy, but the patient temperature was not reading on the arctic sun device. They have tried two different probes foley and rectal. Both read properly on the bedside monitor but display dashes on the device. Advised a new temperature in cable would be required for use. They have already confirmed they have no other devices or cables available. Customer would like to have one delivered today if possible.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a temperature cable failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Correction: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU nurse needs to start a new therapy, but the patient temperature was not reading on the arctic sun device. They have tried two different probes foley and rectal. Both read properly on the bedside monitor but display dashes on the device. Advised a new temperature in cable would be required for use. They have already confirmed they have no other devices or cables available. Customer would like to have one delivered today if possible.